Event description:
Per the clinic, the device was explanted due to an unspecified device problem. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.